Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the provider who stated the end user was sitting in the wheelchair and a wheel broke causing the end user to fall to the floor. The end user was hospitalized with a concussion, seizures, and a forearm skin tear. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.